Manufacturer narrative:
Investigation summary: the device history record (DHR) was reviewed, and no discrepancies were found according to the condition reported. One unused sample with lot number 2005805764 was received for evaluation. After performing a visual inspection per our procedure, it was observed there was missing solvent. A gemba walk was made in the manufacturing area with the multifunctional team (quality, manufacturing, engineering). After this walk, it was determined that the potential root cause could be due to missing adhesive resulting from a variation in the sensor that detects and alarms the system. When the application of adhesive is performed, the sensor should inspect for the correct amount of adhesive. If this sensor has variations, missing solvent could occur. Based on the most likely root cause, a work order was registered to document the sensor settings. This change was made in (B)(6) 2020 after the manufacturing of the reported lot number. At this time, no further corrections are needed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.¿ if the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.¿ as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the sure grip (blue connector) on the tip of tubing came off at the start of use. There was no patient harm reported.